Manufacturer narrative:
A ge service rep performed an on site investigation. The ps1 power supply was replaced. The system is now operating as intended.

Event description:
The customer reported, the system would not boot. No report of pt injury.